Manufacturer narrative:
The system was examined by a manufacturer¿s representative at the site and the event was replicated. The pneumatic module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pneumatic module. The consumable lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue. The device history review indicates the product was released per specifications. A consumable sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause.

Event description:
A nurse indicated that the probe started to work with the 7500 speed, then ¿pulled pieces of vitreous¿ during the vitrectomy procedure. The probe speed was reduced and it worked much better. The procedure was completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. (B)(4).